Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the voltage of the power supply one board was out of specification and caused the issue. After the replacement and adjustment of the power supply board, the issue resolved and system booted normally. The system was able to perform 2d and 3d successfully. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ps1 power supply was returned and analysis completed. After functional testing and visual/physical examination the issue was confirmed. The power supply failed the bench test. No output power was detected in the returned part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the generator showed the status of "not ready" and the isolated standalone board got the 400 v. The supply board received the 230 vac but no other voltages. The medtronic representative then looked at the psi board, and determined that the psi supply board was defective. The issue has not been resolved. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system would not boot up properly and showed an "initialisation error". The error was only on the imaging system's pendant. There was no patient present when this issue was identified.